Manufacturer narrative:
Correction: device return to manuf .?,device eval by manufacturer?, device available for eval? Omit : b17 - device not returned, imdrf annex b grid additional information : b01 - testing of actual/suspected, device returned to manufacturer on 09/15/2021.

Event description:
It was reported that the 8100 lvp was affected by iui/platen/battery/dim segment recalls - dom 2020. There was no reported patient involvement.

Manufacturer narrative:
Customers received notification of the field action. Device repair or returns are handled within the scope of the field action. No further information will be provided by the customers due to the field action.

Event description:
It was reported that the 8100 lvp was affected by iui/platen/battery/dim segment recalls - dom 2020. There was no reported patient involvement.